Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the plunger is loose and sags¿ on a novum iq syringe pump during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.